Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient's receiver displayed error 121. At the time of contact, no injury or medical intervention was reported. The complaint device was not returned for evaluation. However, the data log was provided for investigation. The data was reviewed and the error could not be confirmed.